Event description:
Implant failed due to implant fracture at/after delivery.

Event description:
Implant failed due to implant at placement. The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.